Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 77-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c. The patient¿s comorbidities were unknown. While in the procedure area, the patient became restless and repeatedly raised her leg with the impella in place. The access site had been dry and stable prior to these movements. After the patient moved her leg multiple times, bleeding and a hematoma developed at the insertion site. Nursing staff reported the hematoma, and it was confirmed on assessment. One unit of blood was administered. Manual compression was applied, which successfully reduced the size and firmness of the hematoma. The impella was subsequently removed due to clinical recovery, with the patient off vasoactive medications, left-ventricular ejection fraction of 35%, and stable blood pressure. The patient survived to explant. The reported hematoma and bleeding requiring blood transfusion and hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, and may also be influenced by patient movement causing disruption at the insertion site.

Manufacturer narrative:
A4: weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related to patient movement per clinical.